Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver vancomycin 1250mg/250ml, at a rate of 169ml/hr for a duration of 90 minutes, and the delivery was started. No further programming parameters were provided. The customer contact reported after 45 minutes while the nurse was checking on the pt, it was noted the infusion was complete and the device was delivering from the "control bag." The physician was notified. The device was removed from clinical service. No further medical interventions were required. There were no reported adverse pt effects or no reported delay in therapy critical to this pt. The customer contact stated the pt was 'asymptomatic" and there was no change in the pt status. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml+/-1ml (+/-5%). The device history downloaded at the manufacturing facility. A review of the device history indicates on (B) (6) 2009 between 1156 and 1200, channel a was programmed in the piggyback mode, to deliver vancomycin with a drug amount of 1250mg, a diluent amount of 250ml, a rate of 169ml/hr, a 250ml vtbi, for a calculated duration of 1hr 29min, the settings were confirmed and the delivery was started. At 1245, a distal occlusion alarm occurred, the alarm was silenced and the piggyback delivery was stopped after 125.524ml had been infused. At 1247, the device was powered off. Review of the history indicates the device delivered as programmed. (B) (4)